Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6a.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade iii/IV.

Manufacturer narrative:
Visual analysis of the photographs identified: device patch with lot number 3460510. Capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade iii/IV. The device has been explanted.